Event description:
The customer reported a button error. The blood glucose reading was 200 mg/dl. Prior to the event, the patient felt hot and was sweating. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.

Manufacturer narrative:
No button error alarm was noted. All of the buttons functioned properly. However, the insulin pump had corroded keypad traces. The insulin pump had minor scratches on the display window, a cracked reservoir tube lip, a scratched case and a scratched reservoir window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.